Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that an gav 2.0 (part # fx210t) was implanted during a procedure in (B)(6) 2021. According to the complainant, initially the shunt was noted to be overdraining and the shunt pressure was low but during post operative visits it was noted that the device did not seem to be draining. The patient underwent a revision procedure on (B)(6) 2022 when the shunt was cycled with saline the surgeon noted that the saline could not go through the device. The patient was implanted with a new m.blue device and there were no intraoperative events that occured during the placement of the new valve. The complaint device has been received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation: visual inspection: - third-party catheter with deposits inside. Permeability test: the test showed that the gav 2.0 with the third-party catheter is non-permeable. To exclude a blockage in the catheter we disconnected it and tested the gav 2.0 individually once again. The test showed that the gav 2.0 is not permeable. Computer control test: due to the non-permeability of the valve, the computer-controlled test is not applicable. Internal inspection of product: after dismantling of the valve, deposits were found in gav 2.0. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. For the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a blockage in the valve at the time of our investigation. Detected deposits could be named as the cause of the blockage. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Patient details: age: 5 months. Weight: 9 kilograms (kg). Height: 70 centimeters (cm). Gender: male.